Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of a complaint on 23-feb-2021 that occurred in the operating room during use in the united states. The reported complaint that the endoscope could not be used for the procedure because the needle came out on the side of the elevator. The procedure was completed with another endoscope, model and serial not provided).there was no reported patient injury. The procedure involved a pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 25-feb-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings on 26-feb-2021: elevator body fna needle is coming out not aligned, elevator knob play elevator washing socket cylinder rubber chipped, passed wet leak test, distal body chipped, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, ultrasound image has broken channel, suction tube mild resistance. The device underwent repairs including the following components: deflector operting wire, bending rubber, deflector washing socket cylinder. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2017. The endoscope was delivered to the customer on 05-mar-2021 under delivery order (B)(4). The investigation in in-process.